Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va0b9sw, implanted: (B)(6) 013, product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that a short circuit was found between contacts 8 & 9 and 10 & 11 during pre-operative impedance testing for ins replacement. An incision was made over the lead/extension connection to isolate the short circuit to the lead. It was confirmed that the short circuit was associated with the lead, the lead was reconnected and the old ins was replaced. No further intervention was justified as post-operative programming did not involve contact configurations associated with the short circuit. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the cause of the short circuit was not determined. The manufacturing representative reported that when the surgeon isolated the low impedance to the lead, he decided further intervention would not be justified.